Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies found.

Event description:
It was reported that during implant attempt, after the lead was connected to the device, noise was seen during the lead impedance measurement. A loose pin was suspected, but upon checking it no problem was observed. The device was not used and was replaced. Noise was not seen on the replacement device during the lead impedance measurement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.